Event description:
Attempted PICC placement and had difficulty removing the guidewire. It became frayed on the end and got lodged in the arm. Small sized fragments of the guidewire remain in the subcutaneous tissue and will not be removed.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.